Event description:
(B)(4). For the last 6 months, my hair has fallen out more, my eye pressure has raised and my eyes hurt all the time, my pelvic pain, hip and back pain sent me to ER again, and I have not been able to be clean at all. My vagina has bled and leaked nasty brown liquid that smells and my bladder won't empty correctly. On (B)(6)-today, I had total hysterectomy taking my tubes intact removing my essure coils. I am (B)(6) yrs old, and my bran fog is already better, my eyes feel better and the bottom of my feet don't hurt. I am in pain from surgery and this isn't fair to me. I had surgery today because of essure default.